Event description:
The customer reported "patient was to receive a 24-hour infusion of methotrexate. However, it took 27 hours and 40 minutes for the infusion to be completed. Pt PICC is positional and at some point during the night his methotrexate occluded. Pt slept through the beeping and did not call out to inform staff pump was beeping. Unsure if rn did not check on pt within the 3 hour time that methotrexate was occluded or infusion had to continue to be restarted; however, methotrexate was scheduled to be completed at 1000 but did not complete until 1340. Due to the delay, pt cytarabine was rescheduled to 1600 and 0400." There was no report of patient harm or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.